Event description:
It was reported that in 2007, the patient fell in the bath onto her right side. It was reported by the patient's husband that the pump "exploded." The patient was hospitalized. She had cognitive and overdose symptoms, and there was a large swelling noted at the pump site which was a suspected infection or cerebrospinal fluid leak. The device was explanted two months later, and a crack was seen at the joint of the pump and catheter. The hcp reported that there was no injury to the patient. The pump was used to deliver dilaudid 40 mg/ml and bupivacaine 10 mg/ml. Please see MFR report # 2152207-2007-04151.

Manufacturer narrative:
The pump connector (without the connector end piece) and 17.5 cm of proximal tubing was returned to the manufacturer for analysis. Analysis revealed the connector was broken around the suture ring.